Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified de novo common iliac artery. While removing the supracore guide wire out of the introducer sheath the tip became kinked and fractured. Resistance was noted with the sheath during removal. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual and dimensional inspections were performed on the returned guide wire. The reported kink was confirmed. The reported break was unable to be confirmed as there were no visible breaks on the guide wire. The reported difficulty to remove was unable to be confirmed due to the returned condition of the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. The investigation determined that the reported difficulties appears to be related to operational circumstances of the procedure. Based on the reported information and returned device analysis, it is likely that manipulation of the guide wire during retraction caused the tip to kink and the appearance of a fracture or break. The kinked tip ultimately resulted in the reported difficulty to remove through the introducer sheath and noted stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.